Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID:1845010 , serial/lot #: (B)(6), ubd: UDI#:. Product ID:1845020, serial/lot #: (B)(6), ubd: UDI#: (B)(4). Analysis found no fault with the drill. The customer complaint couldn't be confirmed. Pre-repair temperature check performed at 60k. After 1 minute t1 temperature was 82f and t2 temperature was 81f. The ambient temperature was 76f. After 5 minutes t1 temperature was 94f and t2 temperature was 93f. Analysis found no fault with the straight attachment. The device has been received in good condition. There were no anomalies found. The device was tested and passed all manufacturing specifications. Analysis found no fault with the angled attachment. The customer complaint couldn't be confirmed. The pre-temperature test has been performed at 60k. After 5 minutes the distal temperature was 91f, the base temperature was 90f and the angle temperature was 81f. The bearings sound rough. H6: fdm 4114 and fdr 3221 are no longer applicable. Fdr 213 and fdc 67 applies to the handpiece and straight attachment. Fdr 140 and fdc 4307 applies to the angled attachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the straight attachment and angled attachment overheated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during (preparation for) use / procedure / surgery. There was no delay in the procedure as a result of this event. There was no patient impact.